Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The field service engineer reported to olympus on behalf of the customer that during unknown number of procedures, this visera elite ii video system center had no image in the display and the touchscreen was black, which caused the customer to restart the device in the middle of procedures. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified as a result of the indicated phenomenon "no image is displayed". Olympus will continue to monitor field performance for this device.